Event description:
The customer reported that the alarm has no power when tested with new batteries and sensor pads. There was no pt incident or injury reported. Inspection of the returned product shows that the alarm powers on and has no alarm tone.

Manufacturer narrative:
(B) (4). Results: evaluation of the returned product found that the alarm's power indicator led light flashes on and off indicating power. There is no alarm tone when pressure is off the pad or when the pad is unplugged from the alarm. The battery door is missing. The red and black battery wire insulation is pinched, but not broken. There is adhesive residue on the alarm case. There is a piece of tape inside the unit. The fail-safe feature did not sound. (B) (4).